Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's child reported via phone call of having high blood glucose of 550mg/dl and treated with a bolus but the high blood glucose is not coming down. Customer's blood glucose was 275mg/dl at the time of the call. Customer declined high blood glucose troubleshooting and wants a replacement pump only. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.